Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An input ps 7f introducer sheath was used during a cardiac ablation. The patient suffered anaphylaxis which is indicated to be secondary to the introducer sheath used during the procedure.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.